Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was unable to deliver the medication. The following information was provided by the initial reporter, translated from german to english: the pen needles are not permeable, till now 30 pieces from the package.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was unable to deliver the medication. The following information was provided by the initial reporter, translated from german to english: the pen needles are not permeable, till now 30 pieces from the package.